Manufacturer narrative:
The complaint is confirmed. No abnormality found on the returned driver. The fragment returned appears to be a 1/4 in long strip of the anchor as if it had peeled back from the distal end. The most likely cause(s) of this event include improper bone prep, not inserting the implant co-axial to the bone tunnel or prying/leveraging the driver while the implant is still loaded.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a slap repair, two out of three anchors broke during malleting for insertion. The first broken anchor was totally removed and a second anchor was inserted into that same hole. The third anchor broke during insertion and the fragment was left in the patient; per the rep, it was about 90% of the anchor still in the patient; no anchors were put on top of that partial.